Manufacturer narrative:
No button response due to open connector on lcd board. .

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding. The insulin pump was stuck in the alarm mode. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.